Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two model: 3186 leads from the same lot. It was reported the patient has a possible infection due to pain at her midline incision which is tender to touch. It was additionally reported the patient was prescribed antibiotics and will follow-up with her physician to irrigate incision and determine state of possible infection.